Manufacturer narrative:
Additional information: the device was returned after the patient death. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.

Event description:
During hospitalization for reasons unrelated to the device, the patient was found deceased. The cause of death remains unknown. The physician explanted the device for further analysis.